Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was selected for use following a coronary angiogram. Approximately 1 hour after the angio-seal was deployed, the patient complained of a cramp in his right thigh which was relieved by ambulating. The patient was discharged 2 hours later but while ambulating at home, experienced significant right leg pain. The patient was taken to the hospital but reportedly was relieved of pain prior to arrival. Doppler was performed which showed decreased flow through the right leg and an angiogram showed an acute occlusion of the right common femoral artery. Surgical intervention was performed to repair the artery and the patient was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.